Manufacturer narrative:
Based on the additional information provided, it cannot be determined that the alleged infection is related to v.a.c.® therapy. Kci's determination remains the same. This event is considered a potential use error based on the physician's comments indicating the event was due to "the patient lowering the units pressure settings without doctor's orders resulting in the patient for significant periods of time not having adequate suction to the wound." Device labeling, available in print, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On mar 3 2016, the device was tested per quality control (qc) procedures by kci technical services, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. The device passed qc checks and met specifications before and after placement with the patient as well as between placement with two subsequent patients. The unit was tested by kci quality engineering on jul 26 2016. After unrelated repairs were completed, the device was tested per qc procedures and passed all checks and met specifications. The device passed the pressure accuracy checks and maintained pressure at 125 mm hg. In addition, the unit produced audible and visual alarms as intended during qc alarm testing. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit related to the event.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. This event is considered a potential use error based on the physician's comments indicating the event was due to "the patient lowering the units pressure settings without doctor's orders resulting in the patient for significant periods of time not having adequate suction to the wound." Device labeling, available in print, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On jun 29 2016, kci received the following information from the patient's family member: the patient developed an infection that was allegedly caused by activ.a.c.&#59412;therapy. On jun 29 2016, kci received the following information from the hospital case manager: the patient called her stating that the unit wasn't working properly while she was in the hospital. She called to have the account placed on hold and informed kci that the unit was not working properly and that the patient had an infection while in the hospital. On jul 27 2016, kci received the following information from the physician: the physician stated while on activ.a.c.&#59412;therapy the patient would have episodes of pain. When these episodes occurred the patient would lower the unit's pressure settings herself without physician orders to resolve the pain. The patient would not have adequate pressure to the wound for unspecified periods of time, which contributed to the wound developing an infection. The patient is making improvement at this time.